Event description:
It was reported that the patient¿s right ventricular leadless pacemaker (rvlp) experienced an inappropriate or unexpected reset. The reset was noted to have coincided with a cardioversion procedure. No intervention was performed. Patient condition was stable.